Event description:
(B)(4). The dealer reported that the tdxsp-mcg custom power wheelchair would intermittently changed the speed without command, and the patient would loose control of the unit. There was no patient injury reported.